Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure and after taking ap localizing fluoro, the image showed on the mobile view station (mvs), then the screen went gray and they couldn't take any more images. They rebooted the system and the mvs came back up normally but the image acquisition system (ias) wasn't coming back up so they rebooted it again. They were advised to wait for the boot process to complete and then it came up normally after the 2nd reboot. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation took place and discovered that the mobile view station (mvs) computer freezes intermittently. Computer was returned to manufacturer for analysis. Replacement of the mvs computer resolved the issue. No further issues were reported. Upon further analysis of the returned mvs computer, the problem could be duplicated as it did not boot up properly, thus, the failure was confirmed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure and after taking ap localizing fluoro, the image showed on the mobile view station (mvs), then the screen went gray and they couldn't take any more images. They rebooted the system and the mvs came back up normally but the image acquisition system (ias) wasn't coming back up so they rebooted it again. They were advised to wait for the boot process to complete and then it came up normally after the 2nd reboot. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.